Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, during the load firing, the stapler did not close the staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.